Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 120mmh2o. The valve was visually inspected: no defects were note. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve failed the test the valve would not program over 130mmh2o. The valve was then pressure tested, up to setting 130mmh2o failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets were ok. Review of the history device records confirmed the valve product code 82-3111, with lot cppbr5, conformed to the specifications when released to stock on the 27th march 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
On (B)(6) 2015, v-p shunt implantation was conducted. When the surgeon checked the patency of the device before inserting an abdominal catheter, no fluid flow was confirmed. Since the catheter was not kinked, the surgeon suspected the defect of the valve and implanted a backup valve ((B)(4)) instead. There is no adverse event to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.